Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues or damage with the crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a break on the outer/inner shaft; 5.5mm distal from the port bond skive. The entire length of the shaft, distal to the break location was severely damaged with evidence of both compression & tensile failure of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device also showed signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 3.00x12mm promus premier¿ mr was being prepared for a percutaneous coronary intervention (pci). The stent was loaded on the unspecified guide wire and was advanced to a tuohy, however, the stent would not go through. The physician tried to pull the stent back onto the guide wire but in the process the shaft broke in half. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 3.00x12mm promus premier¿ mr was being prepared for a percutaneous coronary intervention (pci). The stent was loaded on the unspecified guide wire and was advanced to a tuohy, however, the stent would not go through. The physician tried to pull the stent back onto the guide wire but in the process the shaft broke in half. No patient complications were reported.